Event description:
It was reported that the insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 287 mg/dl. Customer stated that there was a small crack on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The arrow buttons did not respond due to flattened button dome switches. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.